Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -09.50/+2.5/072 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to downsizing. The lens was replaced with a shorter lens. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Patient age,sex, weight, ethnicity, race: unk. Date of event: unk. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Manufacturer narrative:
H6 - device code: 1494 - this lens model is contraindicated for patients with age less than that of 21 years. B5: the reporter indicated the surgeon inserted and removed a 13.2mm vticm5_13.2 implantable collamer lens, -09.50/+2.5/072 (sphere/cylinder/axis), during the same surgery due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved. The cause of the event was due to user error. Claim # (B)(4).

Manufacturer narrative:
Claim# (B)(4).